Event description:
I was informed that a serious arrythmia alarm (ssystoly) occurred with a patient. The telemetry system did not sound an alarm, the visible alarm was present and the duplicate display on another floor had an audible alarm, when the alarm was not cleared in a timely manner the other floor called 2a and informed them. The alarm was false and the patient was not in distress. That day, we had been testing alarm integration into vocera (a voice communication system for staff. I was called, responded within 15 minutes, and rebooted the central station pc. Tested and noted alarm sounds were working. The next day I informed (B)(4) (patient monitoring vendor) and vocera of the problem. I was told in the afternoon that the cause had been identified and resolved (conflict between 2 systems caused failure). I'm not sure I understand that and have asked for a written explanation of the problem. The same issue occurred a few days earlier when we were testing the system on the third floor. I did not put the failure and testing together that day and rebooting resolved that issue. During testing on both system the audible alarm worked fine, when the testing/training room was configured back to normal is apparently when the failure begins. The system is not up now and will be adequately tested before being released back to service for any further work on the system.

Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: patient monitoring system device identifier (di): for type of device: patient monitoring system.

Event description:
I was informed that a serious arrythmia alarm (ssystoly) occurred with a patient. The telemetry system did not sound an alarm, the visible alarm was present and the duplicate display on another floor had an audible alarm, when the alarm was not cleared in a timely manner the other floor called 2a and informed them. The alarm was false and the patient was not in distress. That day, we had been testing alarm integration into vocera (a voice communication system for staff. I was called, responded within 15 minutes, and rebooted the central station pc. Tested and noted alarm sounds were working. The next day I informed philips (patient monitoring vendor) and vocera of the problem. I was told in the afternoon that the cause had been identified and resolved (conflict between 2 systems caused failure). I'm not sure I understand that and have asked for a written explanation of the problem. The same issue occurred a few days earlier when we were testing the system on the third floor. I did not put the failure and testing together that day and rebooting resolved that issue. During testing on both system the audible alarm worked fine, when the testing/training room was configured back to normal is apparently when the failure begins. The system is not up now and will be adequately tested before being released back to service for any further work on the system.